Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference pr28354.

Event description:
An angiodynamics clinical specialist reported an issue with a syntrax .018" x 150cm support catheter. During a procedure, the catheter was navigated into the sfa through a 5 f merit sheath in an antegrade approach and was advanced over the wire through a tight stenosis. The lesion was crossed, and the syntrax was removed. The syntrax was then inserted, otw, into a 5f merit sheath which was placed into the at, and the catheter was advanced in a retrograde fashion into the popliteal artery, without resistance. The doctor noticed that the most distal ro band (closest to tip) had moved and came to rest at the second marker band. The device was removed and was kept for return. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of distal markerband detached could not be confirmed as no catheter complaint sample was returned. Without receiving complaint sample for evaluation a root cause for this event cannot be definitively be determined. The syntrax support catheter is manufactured by qx medical. Scar004490 and the returned complaint sample from a previous complaint of the same lot number ((B)(4)) were sent to catheter manufacturer qx medical for sample evaluation/root cause determination and DHR review of the supplier lot s21d10. Per scar004490 response, the lot records, including scrap, for lot s21d10 were reviewed and provide no indication of a non-conformance in the device. A quantity of 185 devices were manufactured in this lot. Lot release testing results were reviewed and found to be normal. Visual inspection of the returned catheter sample noted the distal tip was ovalized (damaged). In addition, both external markerbands were ovalized and pinched. The likely root cause of the dislodged distal markerband is the distal portion of the catheter tip being crushed or pinched. The root cause of the catheter tip damage cannot be definitively determined but may be due to advancement of catheter without presence of a guidewire in the catheter lumen. Per the device IFU, "the catheter should only be advanced or withdrawn over a guidewire." It is unclear from the incident report if this instruction was followed. There are manufacturing process controls in place to ensure the proper swaging of the distal markerband, which include 100% visual inspection and aql sampling dimensional inspection. There is no supporting evidence to indicate the syntrax support catheter had a manufacturing non-conformance. Reference scar004490 for details. A review of the angiodynamics' distribution records was performed for the reported packaging lot number s21d10 (h787181501) for any deviations related to the reported failure mode of the complaint. The review confirms that the lot met all packaging performance specifications; i.e. No ncr written. Labeling review: the instructions for use which is supplied to the user with the device, contains the following statement: the syntrax* support catheter is an over-the-wire (otw) single-lumen catheter with an atraumatic tapered tip. The catheter system is offered in fifteen (15) size models that are 0.014 in, 0.018 in, and 0.035 in guidewire compatible with working lengths of 65 cm, 90 cm, 135 cm, 150 cm and 180 cm. The distal catheter shaft has three (3) radiopaque markers that aid in positioning the catheter and estimating distances. The distal outer portion of the catheter has a hydrophilic coating. The proximal end of the catheter has a manifold with a female luer connection to communicate with the catheter lumen. The lumen is used to pass the catheter over the appropriate guidewire (as listed in table 1) or for infusion. The catheter guidewire size and length are printed on the strain relief. The catheter is compatible with sheaths and guiding catheters as outlined in thedfu. Warnings: the catheter should only be manipulated while observing under fluoroscopy. If resistance is encountered at any time during the insertion procedure, do not force passage or torque the catheter. Resistance may cause damage to device or vessel. Carefully withdraw the catheter. The catheter should only be advanced or withdrawn over a guidewire. Do not exceed the maximum infusion pressure of 300 psi. Precautions: preparations should be made and a trained vascular surgical team available in the event conversion to open surgery is required. Carefully inspect the package and catheter prior to use to verify no damage occurred during shipment. Do not use if the package or catheter is damaged since the sterility or integrity of the device may be compromised and thus increasing the risk of patient infection and device malfunction. To avoid damage to hydrophilic coating, do not wipe the catheter surface with dry gauze. Do not attempt to pass the catheter through a smaller sized sheath or guiding catheter than indicated in table 1. Damage to the device may occur. Only use guidewires of the recommended diameter and length indicated in table 1. To avoid kinking and damaging the catheter, advance slowly in small increments until the proximal end of the guidewire emerges from the catheter. To avoid damage to the catheter or vessel, do not advance or withdraw the device without a guidewire in place. Do not exceed the maximum recommended infusion pressure of 300 psi. Higher pressures may cause damage to the catheter and vessels. Refer to table 2 for flow rates of the catheter. Catheter should not be advanced into a vessel having a diameter smaller than the catheter outer diameter. Damage to the device or vessel may occur. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).